Event description:
Clinical registry. It was reported that during a coronary artery drug eluting stenting treatment procedure the physician experienced balloon withdrawal resistance. The index procedure treated one target lesion. The de novo, ostial lesion was located in the left main coronary artery (lmca). The lesion was 4mm in diameter, 8mm in length, 90% stenosed with thrombus present. Treatment consisted of direct stenting with a taxus express2 4.00 x 8mm stent at 16 atms. Following deployment, the physician experienced resistance when attempting to withdraw the delivery balloon. No pt injuries have been reported as a result of the resistance. The stent was no post dilated; however, results were 0% residual stenosis with timi - 3 flow. The pt was discharged 3 days later on aspirin and clopidogrel.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 8394168 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.